Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: our investigation has shown, that the received device was found broken as described in the complaint description. The broken part is missing. No other issues were identified with the returned components of the device. Dimensional analysis could not be performed as relevant features are deformed in a manner which prevents measurement of the feature. Moreover, the relevant broken part is not available for investigation. Our investigation has shown that the complaint condition is confirmed due to the breakage. While no definitive root cause could be determined, we do suppose that the device encountered unintended forces, such as being dropped on the floor and/ or excessive force application during its use, which finally resulted in the breakage. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device history lot part number: 311.320 , lot number: 9619523 , manufacturing site: bettlach, release to warehouse date: 06. Nov. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that while screw tapping for a small fragment 3.5 cortical screw on (B)(6) 2019; the tap broke. It was confirmed via x-ray that a fragment was inside the intramedullary canal, but was not protruding. The surgeon decided to not remove the fragment. Procedure was completed successfully with no delay. There was no patient consequence. Concomitant devices: 3.5 mm cortex screw (part: unknown, lot: unknown, quantity: 1). This report is for a tap for 3.5 mm cortex screws. This is report 1 of 1 for (B)(4).